Event description:
Hospital rep says the balloon on the boston pacific catheter would not deflate. It was pulled out in surgery without being deflated. No other info was available. The hosp is keeping the catheter in pathology and will not send it back.